Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2012; 407652 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that there was possible noise on a stored atrial high rate episode. The lead polarity was changed, and the lead remains in use. No patient complications have been reported as a result of this event.